Event description:
Report received from (B)(6) stating that the device had an issue with noise. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "noise" was confirmed. (B)(4) evaluated the device found that motor exceeded noise specification. It was concluded that the noise was likely caused by the motor having been operated without sufficient lubrication. If additional information is received, a supplemental report will be sent. (B)(4).